Manufacturer narrative:
The event was previously captured under a summary total of 2 for 1060818-2023-07660. This event being filed is to reduce the summary total of 1060818-2023-07660 from 2 to 1.

Event description:
Implant failed to osseointegrate.